Manufacturer narrative:
The host module was received and the sample was installed in a calibrated system and the reported issue was replicated. Further evaluation found the central processing unit (cpu) printed circuit board (pcb) to be non-conforming. The reported issue was replicated and the motherboard was found to be non-conforming. The root cause of the reported event can be attributed to the nonconforming central processing unit (cpu) printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure the system stopped mid case. There was no response from the touchscreen or the remote. Technical services was called and the issue was resolved. There was no patient impact.

Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The company service representative recommended to the customer, to disconnect the remote control infrared (ir). The customer was able to complete the surgery. The company service representative examined the system and was able to replicate the reported event. The card reader printed circuit board (pcb) was replaced, which did not resolve the issue. The host module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on march 16, 2017. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming host module. The manufacturer internal reference number is: (B)(4).